Event description:
Bd nexiva 22g cannula, after the cannula was inserted and needle drawn back, the part that encapsulates the needle sharp could not be withdrawn from the rest of the cannula. Needle was fully withdrawn. It was not stuck on the skin, they lifted the angle up to withdraw needle but it was stuck to the nexiva. New nexiva had to be inserted.

Manufacturer narrative:
The reported issue of needle shielding failure was confirmed upon inspection of the samples. Analysis of the samples showed that the catheter adapter and tip shield had difficulties to be separated. Addition forces needed to be used to separate the catheter adapter and tip shield. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The first sample requiring additional forces to be separated could be due to excessive adhesive between the catheter and tip shield. The excessive adhesive could be from the lint free cloth wipes excessive adhesive dispenser nozzle. The lint free cloth was replaced with a sponge to wipe the excessive adhesive from the dispenser nozzle. The sponge will be changing every 48 hours, and the machine will prompt a reminder to ensure the production technician has changed the sponge. The affected lot was manufactured before action was taken.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 22 ga x 1 in single port safety mechanism will not disengage from catheter / stuck at hub. Bd nexiva 22g cannula, after the cannula was inserted and needle drawn back, the part that encapsulates the needle sharp could not be withdrawn from the rest of the cannula. Needle was fully withdrawn. It was not stuck on the skin, they lifted the angle up to withdraw needle but it was stuck to the nexiva. New nexiva had to be inserted.